Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead would not stay in the vessel. It was placed twice and left in place for several minutes but dislodged both times. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1688t st. Jude lead, implanted: (B)(6) 2005. (B)(4).